Event description:
It was reported that this pacemaker detected right ventricular autothreshold (rvat) measured thresholds that were occasionally higher than commanded measurements. Remaining measurements are within range. Additionally, electrocardiogram (ECG) showed output-independent intermittent capture: every 5-10 beats were not captured, followed by a fusion beat. No noise observed. Rv stimulation was changed from unipolar to bipolar as the non-capture events were less frequent. Recommendation to take x-rays and closely monitor patient was provided. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.